Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Patient reported also experiencing back spasms. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.